Event description:
A customer contacted beckman coulter inc. (Bec) stating that ise (ion-selective electrode) failed calibration on the unicel dxc 600i synchron access clinical system following co2 alkaline buffer replacement and there was fluid coming from the tube that drains the drip tray on the ise module.no injury or exposure was reported and no erroneous results were generated.

Manufacturer narrative:
Bec cts (customer technical support) performed troubleshooting with the customer. It was determined that the ise waste tube had been disconnected from the flow cell when the customer replaced the co2 alkaline buffer during routine maintenance. The customer reconnected the line and was asked by cts to prime 50 times and calibrate. The fluid stoopped leaking and the customer did not report calibration problems following troubleshooting with cts.the bec internal identifer for this event is (B)(4).